Event description:
Complainant alleged that the staff during operating room set-up of the device, the staff was unable to clock the autoclaveable internal handles into the connector causing the defibrillator to display a "paddle fault" error message when the handles were pulled away from the defibrillator. The staff was able to obtain another set of autoclaveable handles to set-up the operating room. The complainant indicated that the there was no adverse effect on the pt as a result of the malfunction.